Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomed engineer reported that during a cataract extraction with intraocular lens implant procedure the vacuum failed causing the pt to experience a corneal burn. Add'l info has been requested, but none has been received to date.